Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Device remains implanted.

Event description:
It was reported that patient gets a charley horse/cramp like feeling every now and then, and hip feels like its going to pop out.